Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, implanting a non-sterile device, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the questionnaire shows the site was not irrigated with an antibiotic solution before closure, and the patient is a poor surgical risk due to contraindicating conditions, including diabetes. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The patient reported their leg was painful, red and swollen. The patient was hospitalized for 4 days due to pneumonia which was treated with IV antibiotics. An explant procedure was performed on (B)(6) 2022 and no further issues have been reported.